Manufacturer narrative:
(B)(4). This complaint for system error (se) 2240 was not confirmed. The lot number was not provided; therefore a batch review cannot be conducted and the sample is unavailable for evaluation. The root cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
The customer contacted baxter's service center regarding a system error (se) 2240; which occurred on the homechoice (hc) during use, during dwell 3. The technical service representative (tsr) assisted the home patient (hp) with troubleshooting. The tsr advised the hp disconnected. The hp would complete therapy using manual supplies and call their registered nurse (rn) in the morning. This writer was contacted by the home patient (hp) (B)(6) 2011 regarding reported problem. The hp stated they did drain manually and then ended therapy for the evening. The hp stated that the next evening they continued with therapy on the machine and everything went fine. They stated they did talk to their nurse regarding the machine and they explained the alarm to them. They stated they do not know the lot numbers of the supplies nor do they have any samples available for further evaluation. The hp stated therapy has been going fine since then. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.